Event description:
The customer reported the unit was displaying a blank screen.

Manufacturer narrative:
The customer reported the unit was displaying a blank screen. The reported symptom was duplicated by a philips rep. Replacing the power pca resolved the reported issue.